Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective pain relief due to lead migration. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A case of migration was reported to abbott. The patient has decided to not move forward with thoracic paddle revision due to having sufficient pain relief from current injection. Patient will update us if anything changes. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information reported patient received sufficient pain relief from injection. Issue was resolved.